Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visualization of particles. No other clinical information or medical interventions were reported. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. Section (device) problem code grid has been updated/corrected.